Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant procedure for the right ventricular (rv) lead, the patient experienced low blood pressure and tachycardia. An echocardiogram was performed, and a perforation of the rv chamber was found. The perforation resulted in a pericardial effusion which also resulted in a cardiac tamponade. A pericardiocentesis was performed in order to drain the excess fluid out of the heart. The rv lead was repositioned during the surgery to resolve the event. The patient is now stable and will continue to be monitored.